Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: can you please explain how the stapler partially cut and deployed half of the staples? Did the device partially fire (start to deploy staples and cut but could not be completed)? If staples deployed were they in the proper closed b-formation? If the stapler did fire was the staple line complete? Were staples missing or not visible after being deployed? If so, please explain.

Event description:
It was reported that during a laparoscopic appendectomy the stapler would partially cut and deployed half of the staples. A second like stapler was used to complete the procedure. There were no patient consequences reported.